Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was scheduled to have a hardware removal due to infection. Previous construct was t3-l3, depuy synthes spine verse product was used. L3 level of the construct, shaft of the screw was broke on the right side, l3 left pedicle screw, tulip was completely separated from the shaft of the screw. All of the unitized set screws product code 199721001 we loose and almost disengaging from the tulip. All of the unitized set screws were very loose. Patient consequence? Yes. Patient consequence description: patient had revision of previous spinal fusion where all of the hardware was removed. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes. See related incident (B)(4) for remaining products.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. Without the return of the device, we are unable to confirm the reported issue or identify the root cause. As no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.